Manufacturer narrative:
The investigation access site bleeding has been completed. The impella device was not returned for evaluation. Without additional clinical details, the root cause of the reported issues could not be determined.

Event description:
The user facility reported a patient with cardiomyopathy was on an impella 5.5 for mechanical circulatory support. During support, it was reported that the patient was bleeding from the axillary cutdown site post procedure. It was discovered that this was a muscle bleed, and the staff transfused two units of fresh frozen plasma. It was reported that the patient survived the explant.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental manufacturer device report will be filed.